Event description:
As reported, during a bilateral nephrostomy, a roadrunner the firm hydrophilic wire guide broke upon removal of the device from the patient. Another device was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
PMA/510(k) #- k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the device, the coating was separating from the wire. The wire itself did not separate.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a bilateral nephrostomy, a roadrunner the firm hydrophilic wire guide broke upon removal of the device from the patient. Another device was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the coating was separating from the wire. The wire itself did not separate. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The coating was coming off the wire at 26.1cm from the distal end, measuring 8.3cm in length. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.